Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Stylet testing confirmed at the distal end of the terminal pin, a deformation of the coil, however this would not have caused or contributed to the clinical observation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during a routine procedure, that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances of 1900 to 4000 ohms. The physician tried 3 different leads, all of the same model, and got the same results. All other measurements were within normal range. The physician implanted a different rv lead, of a different manufacturer and had no further issues. There were no adverse patient effects reported.